Manufacturer narrative:
Arthrex has requested the actual device involved for evaluation. The center's risk management department has informed arthrex it will not be returned until the center's investigation is complete. Arthrex will submit a follow up report when the device is received and evaluated.

Event description:
The tip of the device broke off during a rotator cuff repair. The surgeon located the broken tip by x-ray but did not try to retrieve it. The piece was very small and he was concerned with disturbing the cuff repair. This device is used for treatment.